Manufacturer narrative:
The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation: the device history record (DHR) was not reviewed because the lot/serial numbers were not available. Failure analysis: investigation findings of the five hooks reveal that some of the hooks were more damaged than others and were returned by the customer. The blue coating is melted onto the ends of the hooks. Some coatings are blistered; another has a black deposit. The metal tip of one of the hooks is blackened. Root cause analysis: this is probably due to the use of too high a voltage or a prolonged activation of the device. The hook whose coating is blackened has most likely been in contact with another instrument. A corrective and preventive action (CAPA) has been raised to investigate this issue and is pending corrective action.

Event description:
A facility reported that the hook cev2295a 3pk n5 for hook handle (cev2295a) tips melted at the distal part of the blue insulation on the hook side. The tips are new and in their first use, the metal part blackened rather quickly. The distributor has asked the customer to ensure that the monopolar voltage used is reasonable and referred them to the relevant instructions for use. Although the product was in contact with the patient, there were no injuries or an increase in surgical time reported.